Event description:
It was reported that "an incident occurred on (B)(6) 2025 in our hospital's post anesthesia care unit. While inserting a catheter in the emergency room in response to haemorrhagic shock, a problem was encountered with the puncture needle. It appeared to be multi-perforated, making it impossible to draw blood. A second operator took over and changed the syringe, but with the same result. A third operator took over and changed the needle, which proved successful: they were able to draw blood and insert the catheter." There was a delay for the massive transfusion. The patient's current condition is reported as "deceased". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00903 and 3006425876-2025-00904.

Manufacturer narrative:
Qn# (B)(4). The customer returned an unopened, representative si-11142 kit for analysis. The kit was opened to analyze the contents within. Visual analysis did not reveal any defects or anomalies with the introducer needle. Visual analysis could not be performed on the reported needle without the needle returned for analysis. The needle was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe [ars] (where provided) into vein and aspirate." The returned needle was attached to the ars and was able to aspirate water as intended. Functional analysis could not be performed on the reported needle without the needle returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of needle hub cracked was not confirmed by investigation of the returned sample. An unused representative sample was returned, however, the device from the reported event was not returned. A device history record review was performed, and no relevant findings were identified. No damage or anomalies were observed with the introducer needle from the returned representative sample. Without the reported device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that " an incident occurred on (B)(6) 2025 in our hospital's post anesthesia care unit. While inserting a catheter in the emergency room in response to haemorrhagic shock, a problem was encountered with the puncture needle. It appeared to be multi-perforated, making it impossible to draw blood. A second operator took over and changed the syringe, but with the same result. A third operator took over and changed the needle, which proved successful: they were able to draw blood and insert the catheter. " there was a delay for the massive transfusion. The patient's current condition is reported as "deceased". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00903 .